Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report intermittent monopolar coagulation issue. Issue remained after site checked monopolar pad. Site used same spare generator complete the procedure as planned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically using different spare generator because of the reported errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis with the reported issue, and the problem was not confirmed using logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the generator unit displayed error code c-34 upon startup; however, a review of the log showed recorded errors m-11 and c-00. The probable cause of error is attributed to a faulty electrical component inside the generator.